Manufacturer narrative:
The reported field event of high hv lead impedance was confirmed in the laboratory. The device was tested on the bench and an anomalous hv transistor was noted. The cause of the field event was due to an anomalous hv transistor.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the new device exhibited high voltage lead impedance during a normal device change out. The physician switched to another new device and the impedance value was back in normal range. The patient was asymptomatic and stable.